Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing dizzy spells. Upon device check, it was observed that the right ventricular lead was oversensing noise causing pacing inhibition and had low pacing impedance. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable.